Event description:
On (B)(6) 2012, the patient was being treated for an abdominal aortic aneurysm (aaa) with a gore excluder aaa endoprosthesis. It was reported that the physician was having difficulties cannulating the contralateral gate. The angiogram showed that the right renal artery had become occluded; the source of occlusion is unknown. The angiogram confirmed the trunk-ipsilateral leg component was infrarenal and in the intended location. The patient has aortic occlusive disease, which the physician believes is the cause of the occlusion. An open repair was performed successfully. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.